Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "wire failure". Additional information received states the guidewire unraveled. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "wire failure". Additional information received states the guidewire unraveled. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. Signs of use in the form of biological material were observed on the guide wire. Visual examination revealed the guide wire is unraveled. Microscopic examination of the guide wire confirmed the core wire was broken approximately 1.5cm from the distal weld. The points of separation on the core wire were bent and tapered. Further analysis revealed that the distal weld was full and spherical. The core wire separated 1.4cm from the distal weld. The guide wire total length 45.1cm, which is within the specification limits of 44.5cm-45.5cm per the guide wire product drawing. The guide wire outer diameter measured 0.0175", which is within the specification limits of 0.175"-0.0180" per the guide wire product drawing. Functional analysis could not be accurately performed due to the severity of the damage. A manual tug test revealed that sections of core wire were secure to their respective ends. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "use of excessive force may damage catheter or guidewire". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken 1.4cm from the distal weld. Despite the damage, the guide wire met all dimensional requirements. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 1.0 pounds force when tested per iso 11070 test configuration. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.